Event description:
Reporting status: serious injury - permanent impairment/medical intervention. Reporting rationale: device remains in pt. Device issue: stent dislodgement. It was reported that the procedure was to treat a predilated lesion in the mid rca, which was heavily calcified. The xience v was advanced, but was unable to cross the lesion. After another company's stent also failed to cross, three more balloon dilatations were performed. A second attempt was going to be made to cross with the xience, at which time it was observed that the stent was missing. The stent could not be found in the pt. A vision stent was then deployed in the target lesion upon review of the film of the procedure, the missing xience v stent implant was seen just proximal to the target lesion (partially in the target lesion) and when the vision stent was deployed, it had pinned the xience v stent against the vessel wall. As the stent was only partially pinned, the pt was going to return to the cath lab where another stent was going to be implanted to pin the remainder of the stent against the vessel wall. There were no pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the reported stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was not returned. The balloon was loosely folded that the proximal end. The balloon was separated, 8 mm distal to the proximal balloon marker. The inner member was separated, 5 mm distal to the proximal balloon marker. The separated portion was not returned. The material of the balloon and the inner member were jagged. The tip was cut off at the account for unknown reason. There were crimp marks on the balloon at the proximal end. There were multiple bends in the hypotube, 13 cm, 20 cm, 67 cm, 73 cm, and 82 cm distal to the strain relief tubing. The protective sheath was not returned. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the returned device. Analysis noted that the stent was not returned, which is consistent with the reported dislodgement, and the loosely folded balloon had proximal crimp marks, which indicates that the stent was originally securely crimped in the correct location. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure this type of event is not the result of a manufacturing issue all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement crimped stent outer diameter and stent damage. Based on the reported info, the stent dislodgement may be related to the interaction between the sds and the heavily calcified lesion during the attempt to access the lesion. The inability to cross a lesion can be affected by numerous factors including but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the failure to cross is likely related to the heavily calcified lesion. The failure to cross appears to be related to the circumstance of the procedure. It was also noted during the lab analysis that the hypotube had multiple bends. This damage was not reported as part of the incident and may have resulted from handling of the device during preparation during use, and/or during packaging for shipment back to abbott vascular for eval. This damage does not appear to be related to the reported difficulties. The manufacturing records for this device were reviewed and there were no non-conformances issued for the lot that could have contributed to this complaint. All lot release testing met specification including testing for stent placement, crimped stent outer diameter and stent dislodgement force. There is no indication of a product quality issue; however, a conclusive root cause for the reported stent dislodgement could not be determined product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.